Event description:
It was reported that the patient presented to the healthcare facility due to shocks administered several times. At the implantable cardioverter defibrillator (ICD) followup check, it was confirmed that unwanted defibrillation shocks had been delivered due to noise exhibited by the non medtronic right ventricular (rv) lead and atrial leads. It was also reported that the left ventricular (lv) lead had encountered "twitching", and the pacing was set to off. The rv and atrial leads sensitivity and sensing polar settings were changed. However, the noise was not affected by the device setting change, therefore the detection was set as off. Approximately two days later, during the lead revision procedure, the sensing function of the ICD was determined to have anomaly. The ICD was explanted and replaced, and the lv lead was capped, replaced, and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 65/18 biotronik lead implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.